Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient's mother reported hearing a "pop" while patient was sleeping. The pump, which was in patient's pocket, broke into two pieces. The mother sent a photo. Agent arranged a replacement. Patient's blood glucose (bg) was 74 mg/dl and was not affected. No symptoms experienced and no medical intervention required.